Event description:
It was reported this right ventricular (rv) lead exhibited loss of capture, low intrinsic amplitude and high pacing thresholds. Further analysis revealed the lead was dislodged. The physician attempted to reposition the lead but the helix was unable to be retracted. As result, the lead was extracted and replaced with alternate.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed the lead returned severed in two segments. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits for both segments. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported this right ventricular (rv) lead exhibited loss of capture, low intrinsic amplitude and high pacing thresholds. Further analysis revealed the lead was dislodged. The physician attempted to reposition the lead but the helix was unable to be retracted. As result, the lead was extracted and replaced with alternate.